Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2024. Additional information: h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: please confirm the number of sutures affected during this procedure. 6 or 28? Number of affected sutures: 6 ¿ all 6 were discarded and cannot be returned for analysis are 28 devices being returned for analysis? Yes were there any patient consequences? No patient consequences please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) sr maggy bosman, scrub sister this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2024. Additional information was requested, the following was obtained: - product code: ep8741h. - lot : qdbhap. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned.- yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date in 2024; and a suture was used. The suture pulled off the needle at the mammary artery. This happened to six consecutive sutures at the first pass. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of sutures affected during this procedure. 6 or 28? Are 28 devices being returned for analysis? Were there any patient consequences? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6: component code: g07002: device not returned. Related events captured via: 2210968-2024-02289, 2210968-2024-02290, 2210968-2024-02291, 2210968-2024-02292, 2210968-2024-02294.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 6/24/2024 h6 component code: g07002 no device problem found additional information. A device has been received, however clarification is requested whether the product belongs to this complaint. The following information was requested: product code: ep8741h lot : qdbhap 1. Please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; seventeen unopened samples that pertain to the product code ep8741h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.